Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was severed and only the proximal segment was returned. There was a gouge in the terminal pin and insulation that were likely from a scalpel. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection and the device protruding through the skin. The right atrial lead was unable to be completely extracted as it was sheered off during the right ventricular lead extraction. The atrial lead tip remained affixed to the atrial heart tissue. It was suspected the pocket infection was secondary to a recent oral surgical procedure where the dental surgeon identified an infection in the tooth root. There was no report of adverse patient effects due to the explant procedure.